Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on forces sensor. Unable to perform excessive no delivery test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of their insulin pump producing a compromised force sensor system alarm. The customer's blood glucose level was 250mg/dl. Customer was advised to discontinue use of the pump. Customer is being sent out a replacement device.